Event description:
Patient reported that she experienced elevated blood glucose (200 mg/dl-400 mg/dl), approximately 1 year ago. She indicated that she believes the device is "not bolusing as well as it previously did." No error messages were generated by the device. Patient self-treated with insulin injections and switched to her back-up device.